Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that the stimulator in his back was broken and that he was having it replaced or exchanged for a pain pump. Factors that may have contributed to the issue were unknown. The issue was not resolved at the time of the report. No surgical intervention had occurred and follow-up was being initiated to determine when surgical intervention was being planned.